Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and that the customer experienced high blood glucose levels. The customer's blood glucose was 500 mg/dl, which was treated with the insulin pump. The customer stated that the no delivery alarm was resolved by a complete set change. She stated that she had several occurrences of bent infusion set cannulas. She stated that the infusion sets caused a lot of scar tissue and that she had tried several infusion sets already. She stated that she had 9 boxes of infusion sets that she wanted to exchange. She noted that the no delivery alarms would sometimes resolve themselves. She declined to return the infusion set and reservoir for analysis. The customer was advised to call when the alarm occurred in order to perform the troubleshooting procedure.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.